Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml dilaudid (hydromorphone) at 2.2 mg/day updated to 1.0 mg/day. The reason for use was non-malignant pain. On (B)(6) 2018, it was reported that the patient had ¿overdose type symptoms.¿ the change in symptoms was noted as sudden. Environmental/external/patient factors that may have led or contributed to the issue consisted of the pump being refilled 2 days ago ((B)(6) 2018) after having been off for about 3 months with 10 mg/ml dilaudid and programmed to her old dose prior to turning the pump off of 2.2 mg/day. The patient started having overdose-type symptoms so the dose was reduced to 1 mg/day last night ((B)(6) 2018) but the patient is still having symptoms so the pump was programmed to minimum rate on the day of the call. No troubleshooting was performed. At one point the patient "coded" but didn't provide details. The patient was brought back into the ER today after coding. The physician is considering permanently shutting off the pump. It was reviewed that off state is permanent and not more "off" than stopped pump - only that the alarms are also disabled. The rep stated he would talk with the physician and see what he wants to do. The pump off form was emailed to the rep and provided code if he should need it for the date of the call. It was then reported that the doctor gave the rep orders to permanently disable the pump. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.